Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during implant procedure on (B)(6) 2018, the set screw came out of the header of the pulse generator while the physician attempted to screw the atrial lead into the header. The device was not used and another was implanted. No additional information was reported.

Event description:
New information noted that the patient was stable during and after the procedure.

Manufacturer narrative:
The reported event of lead tightening difficulty was not confirmed. Pacer was received in normal working condition with atrial setscrew was not on the header. Testing was performed on the device header, and the setscrews able to be tightened securely onto the connectors when hex wrench is correctly inserted. The torque wrench was returned with the atrial setscrew and septum stuck on its tip. Analysis found the atrial setscrew inset was stripped and damaged by the torque wrench being incorrectly inserted by the user, resulting the setscrew being stuck on the torque wrench tip. No device anomalies were found that could cause the problem of tightening the setscrew.